Event description:
These items were reported to be defective by the surgeon. When irrigating both shunts, the fluid came from the top of the channel. Pt code: 4582. Device codes: 2588, 1354. Ref reports: mw5174470, mw5174471, mw5174472.